Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
While trying to remove a poly liner, the liner extraction instrument tip broke off against the cup. Fragment was removed, no delay to surgery. Right hip replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[while trying to remove a poly liner, the liner extraction instrument tip broke off against the cup. Fragment was removed]" the product was not returned to depuy synthes, however photos were provided for review. See attachment (img_0939, img_0938). The photo investigation revealed that the device 221750001, pinn poly extractor was found with broken distal tip. The tip breakage is consistent with the user applying excessive leverage/torque on the pinn poly extractor in a side-to-side or circular pattern. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 221750001, pinn poly extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "[while trying to remove a poly liner, the liner extraction instrument tip broke off against the cup. Fragment was removed]" the product was not returned to depuy synthes, however photos were provided for review. See attachment (img_0939, img_0938). The photo investigation revealed that the device 221750001, pinn poly extractor was found with broken distal tip. The tip breakage is consistent with the user applying excessive leverage/torque on the pinn poly extractor in a side-to-side or circular pattern. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 221750001, pinn poly extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. If the event happened during primary surgery or revision surgery. If revision surgery please provide the reason for revision, product details of the explanted products. This was during primary surgery the event happened.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received as follows: a. Did it break into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn or cross threaded? The tip broke into two pieces, the fragment was removed but I believe this was discarded by the scrub nurse. B. Was the event occurred during removal surgery? No, this was during normal joint replacement surgery, but the surgeon needed to change the version of the cup to provide better stability, so used the poly liner removal tool to try remove the liner to get access to the cup. C. Was there any depuy product involved in removal surgery? If yes, please specify the allegation and provide the product details. It was a depuy cup and liner that was involved, but these items did not cause the breakage, I believe the surgeon merely placed the instrument incorrectly before the breakage occurred.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: while trying to remove a poly liner, the liner extraction instrument tip broke off against the cup. Fragment was removed, no delay to surgery. Right hip replacement. The product was returned to depuy synthes for evaluation. Visual analysis of the device found that the pinn poly extractor has broken distal tip. The broken fragment was not returned for evaluation. The tip breakage is consistent with the user applying excessive leverage/torque on the pinn poly extractor in a side-to-side or circular pattern. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn poly extractor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.